Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she has been experiencing high blood glucose since (B)(6) 2015. The customer stated she went into the prime history and it skips from the (B)(6). Blood glucose was 300 mg/dl; treated with manual injection. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime and cannula was not bent. Time and date are correct but customer was unsure of the other settings. The customer called back on (B)(6) 2015 to report she experienced high blood glucose of 433 mg/dl with frequent urination. She had not treated and current blood glucose was 401 mg/dl. The alarm history showed multiple no delivery alarms but no error alarms. The insulin pump failed the first high pressure test and passed the second. It was advised the insulin pump is working as designed and to change the entire set, reservoir and insulin and treat.